Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 the cgm reading was 139mg/dl, when the patient's nephew was helping her get dressed until all of a sudden she passed out (patient was not feeling anything unusual or symptoms before she passed out). Her nephew called 911. When 911 arrived, they checked her bg was 41 mg/dl. The patient was treated with glucagon by paramedics and was taken to the emergency room. At the ER they checked her bg it was 60 mg/dl then went down to 52 mg/dl then went up to 70 mg/dl but her cgm was still around 100 mg/dl. The patient was treated with IV fluid. The patient was hospitalized from (B)(6) 2025 to (B)(6) 2025. Before she was sent home, her bg reading was 162 mg/dl. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.